Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 476 mg/dl at the time of incident. The customer did not provide information about symptoms and treatment. The insulin pump alarmed unexpected restart during troubleshooting of blank display. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer able to complete rewind. The customer did not received another unexpected restart alarm after a battery change. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the pump was stored or not in use for an extended period of time. Customer stated that she has no power to the insulin pump. Customer tried to replace the battery and was getting no results. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.